Manufacturer narrative:
(B)(4). G2: foreign: brazil. Suggested component code: mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when drilling the acetabulum to install the screws on the acetabular component in the hip, the drill broke. The surgery was completed with another device. No known impact or consequence to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the provided pictures identified the fractured drill bit. Device not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.